Manufacturer narrative:
This report is submitted on january 06, 2017.

Event description:
It was reported that the patient experienced dislodgement of the internal magnet, subsequently the patient underwent revision surgery on (B)(6) 2016 to reposition the magnet.